Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit in the endoscope connector and video plug, color tone of the image was abnormal (image is magenta or green only). Adhesive on bending sections cover had a chip. Scratches were found throughout the device. Forceps elevator lever had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the videoscope displayed no image (including momentary blackout). There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a failure in the the circuit board of the video connector, or a system failure. Olympus will continue to monitor field performance for this device.